Event description:
It was reported that the bd precisionglide¿ needle was defective. The following information was provided by the initial reporter: during attempt to administer the dose, the physician noticed "30-gauge needle was faulty" and "the needle did not go into the eye with normal pressure", the eylea dose was then abandoned. The reporter stated that the patient was treated with another eylea vial and did not miss the dose.

Manufacturer narrative:
Investigation summary: it was reported the needle is faulty. To aid in the investigation, one sample with the plastic shield, but no packaging blister, was received for evaluation by our quality team. A visual inspection was performed. First, with a 10x magnifier lens, and then with a 30x microscope. No defects or imperfections were observed. There was no damage, defective grind or hooks. The bevels and etch were good. A device history record review was completed for provided material number: 305106, lot number: 1154255. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed, and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.